Event description:
It was reported that the device was damaged. No backup was available, procedure was completed with a competitor device.

Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for the device was damaged. A visual inspection was performed and the device showed no damage. The device was functionally tested and passed all testing. No manufacturing related defects were observed.